Event description:
It was reported that the patient experienced chest pain and discomfort due to pneumothorax. It was suspected that the pneumothorax was caused by the introducer sheath during implant. The patient was hospitalized and received a change in medication. On (B)(6) 2014, it was noted that the pneumothorax resolved and the patient recovered well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.